Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the black check valve on the inflation port kept coming out so the balloon would not remain inflated. The harvester had tried to push the black valve down but it would not work. The surgeon who was also the harvester converted to open leg procedure. There was no further pt complication reported.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.